Event description:
Related manufacturer reference number: 2017865- 2022- 38300. It was reported that atrial lead dislodgement was observed on cxr. Non-capture due to dislodgment was also noted. Right ventricular (rv) lead exhibited low impedance and non-capture. Both leads were explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix retracted and covered with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. No other anomalies were seen with the exception of procedural damage.